Manufacturer narrative:
.

Event description:
Ppf alleges infection and component fracture.

Manufacturer narrative:
UDI: (B)(4).

Event description:
There is no infection nor component fracture mentioned in the medical records.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint ¿ patient revised for an acetabulum fracture. Rep has no knowledge of (B)(6) 2010 surgery. Update: 2/28/2012 - litigation papers were received. They allege that patient also had the ceramic head and poly liner removed at the time that the pinnacle cup was removed, however, the reason for this was not stated. The complaint was reopened to reverse the MDR decision for the acetabular cup and to add the head and liner to the complaint. Update: 11/20/2012 - medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available on disc for further review if needed. Update 11/16/2016- pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address periprosthetic acetabulum fracture, pelvis discontinuity, and loose acetabular component. Adding screw to the complaint. Competitor cup/liner/screws were implanted at this time. The complaint was updated on:12/13/2016

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Patient code: no code available (3191) used to capture (medical device removal).

Event description:
Pfs alleges pain. After review of medical records, there were no new allegation reported.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no related reports against the provided lot codes. The search and/or review of device history records was not possible against the unknown devices. Medical records were reviewed. The investigation can draw no conclusions with the information made available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.